Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that noise or blackout occurred because the communication with the scope was inhibited due dust or dirt. The event can be prevented by following the instructions for use which state: connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud) at the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had noise appear in the image and a momentary blackout while being used with a evis lucera elite colonovideoscope. The issue was found during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.